Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose for 2 weeks. On (B)(6) 2011, her blood glucose measured 212 mg/dl at 10:30pm. On (B)(6) 2011, her blood glucose measured 350 mg/dl at 2:00am and she vomited and felt very sick. She bolused 3 units of insulin through the infusion device. At 2:30am, she vomited again. At 3:00am, her blood glucose measured 280 mg/dl. At 4:15am, it measured 240 mg/dl and she bolused 0.5 units insulin. At 8:30am, her blood glucose measured 180 mg/dl and she ate and bolused 6 units of insulin. At 10:30am, her blood glucose measured 300 mg/dl and she bolused 3-4 units of insulin. At 12:00pm, her blood glucose measured 300 mg/dl and she changed the insulin cartridge, infusion site, and tubing and bolused 5 units of insulin. At 1:00pm, her blood glucose measured 280 mg/dl and she bolused 2-3 units of insulin. At 1:30pm, her blood glucose measured 290 mg/dl, at 3:00pm measured 150 mg/dl, and at 4:00pm measured 90 mg/dl. She ate and at 5:00pm, her blood glucose measured 187 mg/dl and she bolused 1 unit of insulin. At 6:00pm, her blood glucose measured 220 mg/dl, at 7:00pm measured 150 mg/dl, at 7:45pm measured 50 mg/dl and she ate. The patient believes the infusion device delivers too little insulin. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.